Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope nozzle was clogged. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object came out of nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. There was no delay to precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. It was unknown if the air/water nozzle was wiped/brushed with a clean lint-free cloth/brush/or sponge. It was unknown if the air/water nozzle was flushed with detergent solution. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the adhesive on the bending section cover had a chip, crack, and a white-clouded area. Due to clogging of the nozzle, the air supply volume and water supply volume did not meet standard value. Due to clogging of nozzle, water removal ability did not meet standard value. Switch 1 had a cut. The protector of the universal cord on the suction connector side was damaged. The adhesives around the objective lens had white clouded area. The adhesives around the light guide lens had white clouded area. The plastic distal end cover had a scratch. The connecting tube had a scratch. Paint on air/water cylinder was peeled. The universal cord was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.